Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up #1: date of submission 04/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/08/2014 with the following findings:the pump powered on to a dim, discolored display screen.

Event description:
On (B)(6) 2014, the patient contacted animas, alleging a display (dim/fading/color spectrum) issue. The patient stated that the display had been getting dim for the past three months. The patient reportedly changed the battery and adjusted the contrast, but the issue continues. The patient stated that the display was difficult to read in daylight. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.